Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Patient codes: vessel or plaque, device embedded in (1204)- not listed in IFU. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: embedded, tilt, vc/organ perforation, unable to retrieve, pain, discomfort, stress, migration, anxiety, dvt, pe, depression-updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported discomfort or pain are directly related to the filter. Unknown if the reported anxiety, depression, stress, dvt are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints found on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2016, percutaneous retrieval inferior vena cava filter: "findings: the archived ultrasound image demonstrates a widely patent jugular vein. The initial inferior venacavogram demonstrates a posterior tilt of the apex embedded in the wall. There is normal caval anatomy without evidence of stricture or duplication. No filling defects are identified within the inferior vena cava or filter. The completion venogram demonstrates no significant change in filter position to allow successful retrieval, no continued extravasation, and no apparent complication. Impression: unsuccessful inferior vena cava filter removal.

Event description:
Patient allegedly received an implant on 26jun2008 via the right internal jugular vein as prophylaxis prior to bariatric surgery due to factor v. Patient alleges tilt, vena cava perforation, device is unable to be retrieved , organ perforation and dislodge and pinching maid artery. Patient further alleges to experience pain in legs, chest, discomfort everywhere, stress, depression and anxiety, post-deep vein thrombosis and post-implant pulmonary embolism. Attempted filter retrieval in 2016 due to dislodged filter, was unsuccessful.

Manufacturer narrative:
Patient code: thrombosis (2100), listed in IFU pulmonary embolism (1498), listed in IFU organ(s), perforation of (1987), not listed in IFU device code: unintended movement (3026) [device tilt], not listed in IFU appropriate term/code not available (3191) [device perforation], not listed in IFU this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. Initial reporter occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.